Event description:
Customer alleges she can't control how much pressure she puts on joystick and she runs into things.

Event description:
Customer alleges she can't control how much pressure she puts on joystick and she runs into things.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was evaluated by pride. The joystick returned was torn due to some type of end-user abuse.